Manufacturer narrative:
Soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 157 pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined. Investigation found no defects or manufacturing deficiencies that would contribute to an improper insertion of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. The patient also reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide:  model: ust400 , 17845-5a-aw rev b 09/17 . Changing your pod :  chapter 3 / pages 33 . Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.  Changing your pod:   chapter 3 / page 34 . Warnings:   check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod.  Checking your blood glucose:   chapter 4 / page 36 . Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the cannula deployed but did not enter skin when the pod was activated; the pink slide did not move forward, which indicates a needle mechanism failure. The pod was worn for less than one hour and patient reported a blood glucose level of around 250 mg/dl.